Event description:
It was reported that the patient was hospitalized from on (B)(6) 2026 due to bacteremia with cultures positive for staphylococcus and a chronic driveline (dl) infection involving pseudomonas and methicillin-resistant staphylococcus aureus (mrsa). A driveline washout procedure was performed on (B)(6) 2026 with placement of a wound vacuum. The patient was discharged on intravenous aztreonam (2 grams every 8 hours) and oral zyvox (linezolid) (600 mg twice daily) through on (B)(6) 2026. Following completion of this treatment course, the patient was transitioned back to chronic suppressive oral therapy with doxycycline and ciprofloxacin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.